Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported they "got letter in mail about bad sensors. Compared the boxes to the letter and confirmed that 3 were on the list." There was no alleged adc device related issue. There was no patient consequences or third-party treatment reported. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submissions as mw5181308 is associated with medwatch# mw5181309 and mw5181310.